Event description:
While using an ethicon 60 stapler the surgeon closed it on the colon and it would not fire. Then it would not release off of the colon. They had to use the emergency switch on the stapler to get it to release from the colon. Manufacturer response for mesh, surgical, absorbable, staple line reinforcement, echleon (per site reporter) unknown.